Event description:
Customer failed to include the internal control (ic) supplied with the cobas amplicor hcv test, v2.0 when processing samples and controls even though the use of the ic for samples and controls is required in the product package insert. The customer reported that the cobas amplicor analyzer with software version 0022.b did not detect the absence of ic od data for the samples and controls and reported out hcv results for test samples even though ic od data were not generated. The ic is required to be included in each sample to provide assurance that the sample extraction, amplification and detection were conducted correctly and to identify any sample that may be inhibitory to pcr. Failure to include the ic in each sample could result in reporting a false negative result for a sample that is either inhibitory to pcr or that was not processed correctly.